Event description:
Following an uneventful ea procedure, patient admitted to hospital with abdominal pain and fever and treated with antibiotics. Diagnostic laparoscopy and hysterectomy performed. Patient recovered normally.